Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: d9, e1 (initial reporter), h3, h6 (medical device problem code, type of investigation, investigation findings and investigation conclusions) an intra aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Such leaks can result from membrane perforations caused by abrasions or tears, including penetration by sharp objects. They may also arise from catheter perforations due to sharp objects or severe kinks, as well as from inner lumen breaks or kinks that disrupt the system. In addition, leaks can occur at specific locations, including the distal tip (tip leaks) and the proximal sealing area (rear seal leaks).

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 during the 6 month maintenance, dried blood inside the pneumatic interface module port and blood spackle on the inside of some tubing was found. No balloon catheter was available for return for investigation.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the getinge fse that during pm the intra-aortic balloon (iab) had blood spackle on the inside of some tubing. There is no patient involved reported.